Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4598 lead, implanted (B)(6) 2016; dtba1qq crt-d, implanted (B)(6) 2016. (B)(4).

Event description:
It was reported that difficulty was experienced securing the right atrial (ra) lead to the atrial wall. The lead post-operatively dislodged and had exhibited poor sensing and capture. The lead was explanted and replaced. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.